Event description:
It was reported that, "pt had an osteonics securefit stem and 62mm securfit cup implanted 5 or 6 years ago. Pt had been dislocating, so dr. Requested our constrained liner. After removal of existing poly liner with small frag 3.5mm cortical screw and removing head. Dr. Implanted our 62mm/28mm osteonics constrained liner and 28mm+5 c-taper head. After initially putting pt through rom, it was discovered that the inner ball of the constrained liner, still attached to the ctaper head on the stem became disassociated with the outer liner. It was determined that the prosthetic was broken and care was taken to explant and implant a replacement liner and head. A 26mm head and corresponding liner was chosen and after implanting and putting pt through rom, it was determined to be stable.

Manufacturer narrative:
Device eval anticipated, but not yet begun. If device becomes available with additional info a supplemental report will be issued.